Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, a blood oxygenation defect was observed at the end of the oxygenator of the extracorporeal circulation circuit (ecc). A 64-year-old patient was treated for endocarditis of emboligenic native mitral valve. It is unknown whether the product was changed out, if there was any effect on the patient or results of the surgery. Terumo continues to attempt to gain more information regarding this event from the user facility.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on august 11, 2025. Upon further investigation of the reported event, the following information is new and/or changed: a3. (Added patient¿s sex). A4. (Added patient¿s weight). G3. (Date received by manufacturer). G6. (Indication that this is a follow-up report). H2. (Follow-up due to additional information). A second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: b5. (Added describe event or problem). G3. (Date received by manufacturer). G6. (Indication that this is a follow-up report). H2. (Follow-up due to additional information and device evaluation). H3. (Device evaluated by manufacturer). H6. (Identification of evaluation codes 10, 3331, 213, 67). The returned sample was visually inspected upon receipt with no anomalies such as breakage. After rinsing and drying, the amount of oxygen transfer and carbon dioxide gas removal were measured according to the product inspection procedure. As a result, it was confirmed to meet the factory's specifications, with no anomalies found. The manufacturing and incoming inspection records were reviewed and no anomalies was found. The evaluation of the returned sample was found to meet the factory's specifications; therefore, the root cause could not be identified. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
Additional information received indicates that the product was not changed out, as they kept using the oxygenator, and the oxygen was increased to 100, with the partial pressure of oxygen (po2) at 9. The surgery was completed successfully with no patient effect. However, it was unknown if there was a delay or blood loss.